Manufacturer narrative:
Per FDA guidance for eua, a batch MDR is being submitted to represent all alleged samples, as results were not reported out. An investigation is in progress. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas sars-cov-2 qualitative test for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09448870190 and UDI (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 test for use on the cobas 6800-8800 system (B)(4).,product code: qjr). The product catalog number for the test (480t) is 09343733190 and the UDI is (B)(4). Facility name truncated due to character limit : (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from belgium alleged discrepant results with three patient samples while using the cobas sars-cov-2 qualitative nucleic acid test for use on the cobas 58/68/8800 systems. All alleged samples initially generated a positive result on the thermofisher assay (kingfisher flex and quantstudio 5). The same samples were retested on the cobas 6800 and generated negative results. Note, patient 2 was repeated twice and generated negative results. The positive results were reported out. No harm or injury is indicated. An investigation has been initiated and is ongoing.

Manufacturer narrative:
While unknown, the reason for the discrepancies observed by the customer is likely sample specific as the data does not show any indication of a product problem or systemic issue. The conclusion is that no product problem or systemic issue was identified and the reason for the differences observed are sample specific. It must also be taken into account that the customer is using roche non-recommended collection, storage and sample handling methods which may have also contributed to the discrepancy in results between the thermofisher platform and the cobas 6800 platform.